Event description:
(B)(6): she was admitted into the hospital the night of (b)(6) 2026 due to painful catheter insertion issue causing a great amount of pain. Patient is currently on IV antibiotics, related to ongoing urinary tract infection, and is also awaiting cultures. Lapse in therapy: (b)(6) that she was admitted into the hospital the night of (b)(6) 2026 due to painful catheter insertion issue causing a great amount of pain. Patient is currently on IV antibiotics, related to ongoing urinary tract infection, and is also awaiting cultures.PortalName (b)(6).